Manufacturer narrative:
Eval summary: review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. Severe impact marks were found and case had a severe case leak. The analysis of the pump confirms breaking off of the wire around the piezo. Broken wire will prevent proper alarm function.

Event description:
User reports no sound when giving boluses.